Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition but with fluid ingression. The event history log was reviewed and there were 1870 and 1871 error codes. Functional testing and visual inspection were conducted on the pump. The reported "1870 error code" was confirmed. The pump was found to be displaying "1871" error code alarm message during the investigation. The optical switch brown wire was found broken and that caused the issue. The optical switch will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1870 during testing. There was no patient involvement.